Manufacturer narrative:
If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this implanted lead was associated with a device explant due to infection. The lead remains implanted and in service with a competitors device replacement. The physician stated the infection was not procedure related as it was nine months post implant; however, wondered if any allergic reactions to the device component structure were a factor. Additionally, it was reported the patient had leukemia with a corresponding low white blood cell count, which could have likely contributed to systemic infection. No additional adverse patient effects were reported.